Event description:
Philips received a complaint on the philips heartstart xl+ defibrillator, indicating that shock energy was low. There was reportedly no patient involvement. Based on the investigation and results, it has been determined that the alleged malfunction, low shock energy, was caused by a faulty therapy capacitor, which has since been replaced, restoring the device to full service.